Event description:
It was reported that a customer's pump had a broken screen. The pump turns on but it is broken and remains black. There was no adverse impact to the customer's blood glucose level as no information on blood glucose values was provided. The customer was waiting to return the pump, and a replacement pump with a different serial number was set to be provided by the distributor.